Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. The patient outcome was not reported. On an unreported date, the patient was referred to hemodialysis because pd effluent was still cloudy. Additional information is not available.